Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). Additional information: manufacturing date is april 2014. The homechoice device was returned and evaluated. The device failed the manual volumetric accuracy test. A review of the device history records revealed no issues that could have caused or contributed to this failure. The homechoice passed the external/internal inspection along with the return instrument test/evaluation (rite) electrical testing. The device passed the manual temperature test. A short simulated therapy was performed on the device with no issues. When a manual volumetric accuracy test was repeated, the device passed. The cause of the event could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.